Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence, which resulted in the customer experiencing a "high" blood glucose (bg) level with moderate ketones. A manual injection was administered to address the bg. Reportedly, the customer changed supplies and successfully resumed insulin delivery.